Event description:
Hcp reported pt infection was not meningitis. Date of onset was 2004. Infection signs and symptoms were fever, redness, swelling, drainage and pain. The primary location of the infection was the lead track. Cultures were obtained from the lead junction-type of organism found was mrsa. The pt was treated with IV antibiotics and device system explant. The infection is ongoing. The device was explanted but no returned to the MFR for analysis.